Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed on the returned sample, and it was observed that the subject coil delivery wire was seen to be kinked and the main coil was seen to be broken and not return with the glue bond still attached. Functional testing was not required as main coil was broken and not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The subject device was analyzed, and it was noted that the coil delivery wire was kinked/bent and the main coil was broken/fractured and not returned. An assignable cause of not confirmed will be assigned to the main coil stretched as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the main coil broken/fractured during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the coil delivery wire kinked/bent as the issue is due to handling of the product or portion of the product during the clinical procedure.

Event description:
It was reported that during a coiling procedure, subject coil got stretched within microcatheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully. The subject coil was returned for analysis and the device investigation revealed that the subject coil was found to be broken/fractured during use.